Manufacturer narrative:
(B)(6). Device manufacture date: september 9, 2016 - september 13, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional leak testing was performed and passed successfully with no issues relating to the reported condition. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a small volume infusor. The device was compounded with fluorouracil hs. There was no patient involvement. No additional information is available.